Event description:
It was reported the insulin pump was dropped but it did not fall on the floor and it wasn't bumped. The device shows physical damage. Display was readable. The drives support cap was damaged, it was loose. Customer did not press the cap in. No unexpected alarms noted. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The drive support disk was inspected and no anomalies were noted. The insulin pump had minor scratches on the lcd window, cracked case at the reservoir tube window, cracked case at the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.